Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case front lower left corner was chipped, and both plunger and bottom cases were cracked. Device underwent functional testing; motor rate error could not be repeated or duplicated after multiple tests. Unable to confirm the reported customer complaint. Device noted to operate within specification.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited motor rate error. No reported adverse effects.